Manufacturer narrative:
The customer cancelled the service request. No samples were sent for in-house evaluation. No further information received. The root cause cannot be determined in this investigation. A review of complaints for the last 24 months did not indicate any add'l complaints associated with this system. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported the "no power to the phaco handpieces." Initial information received stated no patient or procedural impact. Multiple attempts were made for more information on the event and patient's status with no response to date.